Event description:
The customer reported via phone call that the customer experienced low blood glucose levels. The customer's blood glucose was 29 mg/dl. The customer also mentioned receiving lost sensor alerts. It was reported that the customer also passed out and that they were assisted by a security officer to help them back to normal. The customer explained that there was something in the customer's body causing the low blood glucose. The customer declined troubleshooting at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.